Event description:
A customer contacted beckman coulter, inc. (Bec) and reported some occurrences of false positive ckmb results generated by unicel dxi 800 access immunoassay system. The results were reported out of the laboratory. Repeat testing produced results within the normal reference range. The specific patient information, results, number of false positive results, and the test dates have not been provided by the customer. It is unknown if there were any changes to patient treatment in connection to the erroneously elevated results.

Manufacturer narrative:
The customer noted that the non-reproducible results were originally released as critical from the lab and the physicians did not think the results matched the clinical picture of the patients. The patient samples for ckmb testing were collected in plasma sample tubes. Centrifugation information has not been supplied to date. The customer is monitoring their sample handling practices to determine if their lab is having sample handling issues. Qc was performing within the established limits on the date of contact. System check data has not been supplied to date. Service was declined by the customer. The customer preferred to monitor the assay and their sample processing. A definitive root cause for this event has not been determined to date.